Manufacturer narrative:
The country of origin is (B)(6). It was noted that the qc results were out of the expected range for both levels. The field service engineer found: "insufficient sample pipetting as the sample probe was touching the acrylic cover as likely root cause: the issue was resolved by replacing the acrylic cover. After exchanging the sample pipetting cover. The instrument is working within specifications. (B)(4).

Event description:
The initial reporter received questionable elecsys troponin t hs stat assay results, for 12 patients, from the cobas e 411 disk immunoassay analyzer. See attachment (B)(4) for patient and result information. The rerun results were believed to be correct. The questionable results were reported outside the laboratory. The reagent lot number was 34588800 with an expiration date of 31-dec-2019.